Event description:
Customer reported her insulin pump had stopped working. She stated she pushed the button to do a bolus and the screen went blank. Customer's blood glucose was 180 mg/dl. Troubleshooting occurred and the display did not return. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and passed the self test. All operating currents were normal. No blank display was noted. However, moisture damage was found on the electronic and motor assemblies during the visual inspection. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, broken battery tube threads and a missing end cap sticker.